Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device mentioned will be submitted in a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mr with a grade of 4. One clip was implanted, reducing mr to 2. At the one month follow up, the patient returned symptomatic with the mr increased to 4. It was noted the clip had detached from the posterior leaflet (slda) and the posterior leaflet was damaged. A second procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 1-2. It was noted the mean gradient was 8mmhg. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. A definitive cause for the reported tissue damage could not be determined. The reported mitral regurgitation was a cascading effect of the reported tissue damage and reported slda. The reported patient effects of tissue damage and mitral regurgitation are listed in the mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.